Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer changed the infusion and cartridge to resolve occlusions. Tandem technical support instructed the customer to perform several corrective actions, including disconnecting tubing, tightening connections, and administering boluses. Despite recurring alarms, the customer successfully completed a bolus. However, due to the ongoing nature of the occlusion alarms, the customer reverted to an alternate method of insulin therapy.